Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to confirm magnet placement but this has not occurred as of the date of this report. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the patients device was explanted on (B)(6) 2019. This report is filed on april 02, 2019.